Event description:
It was reported that during a tibial-plateau-leveling osteotomy (tplo) surgical procedure on a canine, it was observed that the oscillating saw attachment device spun out of control when the blade device was attached. There was a ten minute delay in the surgical procedure. A spare device was not available for use. There was no human patient involvement reported as this was a veterinary procedure. The surgery was completed successfully. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the attachment device spun out of control when the blade device was attached was confirmed. An assessment was performed on the device and it was found that the bearing housing was coming unscrewed. It was determined that this condition was due to loctite degradation from sterilization and use over time. The assignable root cause was determined to be components worn from normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.